Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: investigation summary customer quality investigation: the complaint device was not received for investigation. The following investigation is based on the image provided in the attachment. The images were reviewed, and the complaint condition could be confirmed. After reviewing the images, it can be observed that the tfna fenestrated helical blade has displaced from its original position. However the device was not returned, so a dimensional inspection and a functional test were not able to be performed. A definitive assignable root cause could not be determined based on the provided information. During the investigation, no product design issues or discrepancies were observed (based on the images) that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device history lot manufacturing location: elmira / packaged, sterilized and released by: monument manufacturing date: aug 03, 2019. Expiration date: jun 30, 2029. Part number: 04.038.405s, tfna fenestrated helical blade 105mm -sterile. Lot number: 12l5318 (sterile). Lot quantity: 48 . Note: helical blade was manufactured by elmira; lot number 11l7603. Parts were packaged, sterilized and released by monument. Production order traveler met all inspection acceptance criteria. Packaging label log (pll) lppf rev g, lmd rev a was reviewed and determined to be conforming. Packaging bom was reviewed and determined to be conforming with no deviations to normal packaging identified. Scn 16486 supplied by sterigenics was reviewed and determined to be conforming. This lot met all visual, sterility and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Device history review . Feb 05, 2020: DHR reviewed. This lot met all visual, sterility and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition.

Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/ investigation. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, the trochanteric fixation nail advance (tfna) fenestrated helical blade protrude - cephalomedullary. It was implanted on (B)(6) 2019. There was no schedule for revision surgery, but it is possible in the future there could be a revision/ removal. Patient status was unknown. Concomitant device reported: tfna nail (part # 04.037.063s, lot # 9946743, quantity # 1), unknown locking screw (part # unknown, lot # unknown, quantity # 1), unknown end cap (part # unknown, lot # unknown, quantity # 1). This is report 01 of 01 of (B)(4).